Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 500 mg/dl at the time of the event and was treated with manual injection for the high blood glucose. The customer had no symptoms reported related to their high blood glucose. The customer was alleging possible pump under delivery. Troubleshooting was performed. The auto mode feature was active at the time of the event and the customer was using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Unit successfully downloaded to thump and carelink. No alarms or rewind anomaly noted during testing. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, broken battery tube threads, corroded battery tube, corroded motor home switch. Please see below for the boluses listed on the event date 26-oct-2023 in the pump history file. On (B)(6) 2023 07:35:34.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolusa mount programmed: 83000 (8.3 u) bolus amount delivered: 83000 (8.3 u) on (B)(6) 2023 09:26:28.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 83000 (8.3 u) bolus amount delivered: 83000 (8.3 u) on (B)(6) 2023 10:33:24.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amountprogram med: 10000 (1 u) bolus amount delivered: 10000 (1 u) on (B)(6) 2023 10:40:43.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 26000 (2.6 u) bolus amount delivered: 26000 (2.6 u) on (B)(6) 2023 11:21:31.000 normal bolus delivered (220) bolus programming method: bolus wizard (1) normal bolus amount programmed: 22000 (2.2 u) bolus amount delivered: 22000 (2.2 u) pump passed functional testing and no alarms or rewind anomaly noted during testing. Possible over delivery anomaly and rewind anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.